Event description:
Ac rn reports lidocaine was used to start a patient IV. The safety device activated on a 27 gauge needle, the click was heard when it locked into place. Rn went to remove the needle as lidocaine is not to be disposed of in a sharps container, the safety device failed and a dirty needlestick occurred. Staff member reported to occupational health clinic for treatment. Unfortunately, the device was not retained and was disposed of. While researching event, other staff members verbally reported having the same issue happen, but did not report; however, one had saved a device with which the same exact issue occurred. Educated staff on the importance of retaining failed devices, etc. One device is available for evalution purposes.